Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the ge monitors display erroneously low saturation values not consistent with clinical assessment per pacu rn staff and gi team post-operatively. Reference point of comparison showed a ge dinamap with nellcor technology to have higher saturations, in which the staff believed to be more consistent with clinical assessment. On tuesday (B)(6) several (at least 5) gi patients came to pacu with oxygen sats in the high 80's. We applied oxygen even though the patients did not look as though they needed it. When we checked oxygen saturation with a dynamap (and nellcor sensor) the saturation was well above 90%. This was consistent among these patients. Signal is very sensitive to motion on the patient's part. Loss of signal altogether to artifact. No known impact or consequence to patient.